Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1120, awareness date 01-sep-2015). It refers to a female consumer of unspecified age in united states who had essure model 205 (fallopian tube occlusion insert) inserted in 2002. Consumer reported that placement was uneventful and devices were positioned correctly and states that this was part of the trial process. However, there was minimal follow-up other than testing to confirm tubes were blocked. Sometime after insertion, her menstrual cycle went haywire and her health steadily declined. In 2004, she was diagnosed with a rare chronic autoimmune disease (systemic sclerosis). Over the following years, she experienced major heavy periods, nonstop bleeding, severe cramping, lower back pain, abdominal bloating, pain having sex, bleeding after sex, ovarian cysts, feeling of a heavy, dragging uterus, extreme fatigue, urinary urgency, severe chronic pelvic pain, stabbing pain in the breast and pelvis, and a persistent dull ache, diagnosed fibromyalgia, chronic fatigue and went through early menopause; all thanks to essure. On (B)(6) 2015, she underwent a total hysterectomy and bilateral salpingectomy to remove the essure devices, a surgery she never would have elected to have unless absolutely necessary. In addition, consumer reported that in the four weeks following surgery, her bloated abdomen has gone, fibromyalgia pain reduced and she has not suffered from pelvic cramping, breast pain, lower back pain etc. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe cramping and non stop bleeding. She was submitted to a hysterectomy with salpingectomy to remove essure. Additionally, she was diagnosed with systemic sclerosis. Only systemic sclerosis is unlisted according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer had systemic sclerosis which can also lead to cramping. Nevertheless, as her cramping improved with essure removal and considering events nature, casualty with the suspect insert cannot be excluded. Regarding systemic sclerosis, considering this condition is a systemic connective tissue disease manifested by vascular and immunologic system disturbances and given essure local action in fallopian tubes; causality is considered unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received on 07-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe cramping and non stop bleeding. She was submitted to a hysterectomy with salpingectomy to remove essure. Additionally, she was diagnosed with systemic sclerosis. Only systemic sclerosis is unlisted according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer had systemic sclerosis which can also lead to cramping. Nevertheless, as her cramping improved with essure removal and considering events nature, casualty with the suspect insert cannot be excluded. Regarding systemic sclerosis, considering this condition is a systemic connective tissue disease manifested by vascular and immunologic system disturbances and given essure local action in fallopian tubes; causality is considered unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.